Event description:
Technician alleged that the head of the bed is drifting downward slowly. No pt impact was reported.

Manufacturer narrative:
After troubleshooting the technician determined the problem to be a faulty cardio pulmonary resuscitation valve. Technician replaced the cardio pulmonary resuscitation valve on the bed and it is working. This action solves the problem.